Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4) z.s.g.m. Cutter 2:1 ratio caution: sharp, pn 00770302000, sn (B)(4); z.s.g.m. Cutter 1.5:1 ratio caution: sharp, pn 00770301500, sn (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 20 august 2019 and it was found that the device was out of calibration and that the device had a damaged comb. Upon further evaluation, it was found that the roller and roller gears had visible damaged. Both of the returned cutters were tested and were both found to have produced passing cuts. Repair of the mesher occurred the same day and involved replacing the roller and roller gears. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician found that the device had a damaged comb, which would prevent the device from cutting as intended, it cannot be determined from the information provided as to what caused the damage to the comb. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had incomplete mesh. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.